Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to leaking in tubing and the cuff being loose. No information about the patient outcome is available at the moment. Additional information received. Cuff loose due to wrong measurement from different physician he patient received his original surgery from. The patient experienced incontinence. No adverse patient effects.